Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions in the user guide and provided in device training as well as on-screen prompts during the cartridge change process.

Event description:
On 7/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 7/7/24. On 07/15/24 the cds provided additional information about the event. The user was admitted to the hospital on (B)(6) 2024 after experiencing difficulty raising their bg levels. The user confirmed that the low was self-inflicted due to an error during a cartridge change; the user forgot to rewind the pump and ended up administering too much insulin. The user treated the low, but later, their significant other found her unresponsive, prompting a 911 call. It was not reported what treatment the user received at the hospital. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful. The user has elected to return to their previous therapy.